Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is fractured at the uv glue zone; the glass cap distal part is detached and not returned; the fiber appears blackened near the heat shrink tubing open end; the heat shrink tubing open end wall integrity is compromised, and exhibits signs of melting, and partially erased red octagonal sign and blue arrow indicator. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at the end of a photo-vaporization of prostate (pvp) procedure with 300,000 joules used and 120 minutes expended, it was noted that the fiber tip detached inside of the patient, a fragment of the fiber tip could not be retrieved, and forward firing was observed. The procedure was completed using this fiber. Patient outcome: no complication occurred; "no injury" to patient reported.